Event description:
Information received by medtronic indicated that customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump received with visible discoloration. Pump passed displacement test. Pump successfully downloaded history files and traces using thus. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection. During visual inspection under microscope found slightly bend on the glass. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, keypad overlay texture damage, battery tube threads cracked, cracked case, scratched case and corroded battery tube. In conclusion, discoloration of lcd was confirmed during analysis due to component physically damaged. Cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube threads and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.